Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. It was noted that the needle in the box was different than what was on the label. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Conclusion: the actual device involved in this event and representative samples were returned for evaluation. The correct needle in the package and on the labeling is an rb-2 needle. Therefore, this is not a manufacturing related issue. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.